Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A review of the event history log found no evidence that would confirm the reported issue of 'unit not delivering full amount programmed'. The reported condition could not be verified as the device could not be evaluated properly. The pumps parts were disposed of for the refurbishment prior to the service evaluation. No cause could be identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not delivering the full amount programmed. There was no known patient injury or medical intervention associated with this event. No additional information is available.